Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("chronic pelvic pain"), the second episode of pelvic pain ("pain like discomfort on right side") and genital haemorrhage ("extremely heavy bleeding, some blood clots that she feels them coming out") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted in one tube, has one fallopian tube due to ectopic pregnancy". The patient's past medical history included ectopic pregnancy and salpingectomy. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) with abdominal pain and paraesthesia ("tingling sensations in right leg and has to keep it elevated"). On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of pelvic pain (seriousness criterion medically significant), headache ("headaches") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (laparoscopic hysterectomy and right salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the last episode of pelvic pain, genital haemorrhage and paraesthesia had not resolved and the headache and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, headache, menorrhagia, paraesthesia, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: patient had essure inserted in only one tube. According to her, she has only one fallopian tube since her left tube has been removed due to ectopic pregnancy. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case,we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 31-may-2017: legal document received, case became legal. Lawyer's added as reporter. Essure stop date (B)(6) 2016 added. Events "chronic pelvic pain", "headaches" and "excessive and abnormal bleeding during menstruation" added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain constant pelvic pain (severe at times, mild at others)/ pain like discomfort on right side"), device expulsion ("migration of essure to uterus / expulsion of essure device") and genital haemorrhage ("extremely heavy bleeding, some blood clots that she feels them coming out / abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted in one tube, has one fallopian tube due to ectopic pregnancy". The patient's past medical history included ectopic pregnancy, salpingectomy, multigravida, parity 6 (dobs (B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2006, (B)(6) 2012, (B)(6) 2014), miscarriage, premature birth, hypertension, migraine and headache in 2014. Concurrent conditions included obesity. Concomitant products included hydrochlorothiazide since 2008 to october 2017, hyzaar (losartan potassium w/hydrochlorothiazide) since october 2017 and oxycocet (percocet) from july 2016 to september 2016. In february 2015, the patient had essure inserted. In march 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) with abdominal pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and paraesthesia ("tingling sensations in right leg and has to keep it elevated"). In april 2015, the patient experienced migraine ("headaches / migraines / headaches (worsened)") and weight increased ("weight gain"). In may 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In july 2015, the patient experienced alopecia ("hair loss"). In may 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with solpadeine (tylenol 1) and surgery (on (B)(6) 2016 total hysterectomy, laparoscopic, unilateral salpingectomy (right). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, dysmenorrhoea, weight increased and alopecia had resolved, the device expulsion outcome was unknown and the paraesthesia had not resolved. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, paraesthesia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had essure inserted in only one tube. According to her, she has only one fallopian tube since her left tube has been removed due to ectopic pregnancy. She has been taking pro-fe (apr-2016-present). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. May-2015:hysterosalpingogram: unilateral occlusion (left tube occluded) in the one tube she had. (B)(6) 2016:surgical pathology report: - uterine cervix: no diagnostic abnormality - endometrium: proliferative endometrium, negative for endometrial hyperplasia and carcinoma myometrium: intramural leimyoma (0.5 cm in greatest dimension). Uterine serosa: serosal adhesions. Right fallopian tube: essure coil present; in addition to the essure coil identified in the right fallopian tube, there is a second coil identified in the left cornu region. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records pelvic pain, menorrhagia. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case,we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 8-may-2018: her historical condition was added. She had recovered for the following events: abnormal bleeding/peivic pain, dyspareunia, dysmenorrhea, migraines, hair loss and weight gain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain constant pelvic pain (severe at times, mild at others)/ pain like discomfort on right side"), device expulsion ("migration of essure to uterus / expulsion of essure device") and genital haemorrhage ("extremely heavy bleeding, some blood clots that she feels them coming out / abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. Not available) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted in one tube, has one fallopian tube due to ectopic pregnancy". The patient's past medical history included ectopic pregnancy, salpingectomy, multigravida, parity 6 ((dobs (B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2006, (B)(6) 2012, (B)(6) 2014), miscarriage, premature delivery and hypertension. Concurrent conditions included obesity. Concomitant products included hydrochlorothiazide since 2008 to (B)(6) 2017, hyzaar (losartan potassium w/hydrochlorothiazide) since (B)(6) 2017 and oxycocet (percocet) from (B)(6) 2016 to (B)(6) 2016. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) with abdominal pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and paraesthesia ("tingling sensations in right leg and has to keep it elevated"). In (B)(6) 2015, the patient experienced headache ("headaches / migraines / headaches (worsened)"), weight increased ("weight gain") and migraine ("migraines / headaches (worsened)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with solpadeine (tylenol 1), surgery (on (B)(6) 2016 total hysterectomy, laparoscopic, unilateral salpingectomy (right),) and surgery (on (B)(6) 2016 total hysterectomy, laparoscopic, unilateral salpingectomy (right),). Essure treatment was not changed. At the time of the report, the pelvic pain, device expulsion, menorrhagia, headache, dyspareunia, dysmenorrhoea, weight increased, migraine and alopecia outcome was unknown and the genital haemorrhage and paraesthesia had not resolved. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, paraesthesia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had essure inserted in only one tube. According to her, she has only one fallopian tube since her left tube has been removed due to ectopic pregnancy. She has been taking pro-fe ((B)(6) 2016-present) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. (B)(6) 2015:hysterosalpingogram: unilateral occlusion (left tube occluded) in the one tube she had. (B)(6) 2016:surgical pathology report: - uterine cervix: no diagnostic abnormality - endometrium: proliferative endometrium, negative for endometrial hyperplasia and carcinoma - myometrium: intramural leimyoma (0.5 cm in greatest dimension) - uterine serosa: serosal adhesions - right fallopian tube: essure coil present; in addition to the essure coil identified in the right fallopian tube, there is a second coil identified in the left cornu region ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, menorrhagia. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case,we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 12-feb-2018: plantiff fact sheet & medical record received. Events vaginal bleeding, migraines, migration of essure to uterus, dysmenorrhea, dyspareunia , weight gain, hair loss are added. Lab data updated. Cocomitant condition and historical condition are added. Concomitant & historical drug are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report